Manufacturer narrative:
A ge service representative performed an on site investigation. The voltage on ps1 was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system shut down. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.